Manufacturer narrative:
(B)(4). The device history review for the product horizon ti med 6/cart 180/box, lot #73m1400218 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time the manufacturer will continue to monitor and trend related events.

Event description:
A femoral popliteal bypass graft was performed. The patient had to be brought back into the surgical theatre due to bleeding. When the wound was opened 5 of the clips were lying loose in the wound. The physician stated that it is not clear if the clips were the cause of the bleeding. The patient's condition was reported as unknown.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 002200 horizon ti med 6/cart 180/box for investigation. A representative sample with its original packaging was returned instead of the actual sample. It was visually examined with and without magnification. Visual examination of the returned cartridge of clips revealed that the clips appear to be typical. No defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned representative sample. A lab inventory clip applier was used. All six clips in the returned cartridge were properly able to load into the jaws of the applier and close. The clips were all successfully able to remain closed. No functional issues were found with the returned clips. The IFU for this product, l06112 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Other remarks: a corrective action is not required at this time as there was only a representative sample that was returned and there were no functional issues found with the device. The reported complaint of "clip reopened" could not be confirmed since the actual sample was not returned. A representative sample was returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and close with no issues. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device. No further action will be taken.

Event description:
A femoral popliteal bypass graft was performed. The patient had to be brought back into the surgical theatre due to bleeding. When the wound was opened 5 of the clips were lying loose in the wound. The physician stated that it is not clear if the clips were the cause of the bleeding. The patient's condition was reported as unknown.